Manufacturer narrative:
Results: the pet lock of the ruby coil evaluated was intact on the proximal end of the pusher assembly. The pusher assembly was bent approximately 3.0, 13.0, 40.0, and 100.0 cm from the proximal end. The embolization coil was intact with the pusher assembly and kinked throughout its length. Conclusions: evaluation of the ruby coil evaluated revealed the pusher assembly was bent and the embolization coil was kinked. This type of damage typically occurs due to improper handling during use. If a ruby coil is manipulated forcefully against resistance, damage such as this may occur. This damage to the pusher assembly and embolization coil may have contributed to the difficulty advancing experienced by the physician. Further evaluation of the ruby coil revealed it was fully functional when advanced through a demonstration microcatheter. Ruby coils are 100% functionally evaluated during in-process inspection. The product lot number was not provided, therefore, the manufacturing records could not be reviewed.

Event description:
The patient was undergoing a coil embolization procedure using ruby coils. During the procedure, the ruby coil pusher assembly became kinked and the physician had difficulty advancing the coil through a velocity delivery microcatheter (velocity). The ruby coil was removed and the procedure was completed using new ruby coils and the same velocity. There was no report of an adverse effect to the patient.